Event description:
Procedure type : removal of diverticulum on the esophagus. According to the reporter: approximately 8 hours after the procedure, the patient went into shock with distended abdomen and had an open procedure to correct the problem. All clots were evacuated, and a single vessel that was dry after transection was bleeding. The vessel was sutured and the abdomen was washed. The patient received blood transfusion. The patient was slated to go home in 3-4 days, but instead had to be admitted to the ICU and stayed for 12 days. The patient required additional medical attention, and was discharged. Reportedly, the generator had the usual setting of 2.5 or 3, and there was no observed tension on the tissue. Also, patient had a kidney and liver transplant prior to current incident and surgery.